Event description:
Pfs and medical records received. Patient was revised on (B)(6) 2015 for recurrent dislocations, instability, and synovitis.

Manufacturer narrative:
This is a duplicate report of 1818910-2015-16796. This report, 1818910-2015-26054, is being rejected. Report 1818910-2015-16796 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).